Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found a discrepant integrated circuit which caused telemetry anomalies resulting in measured data discrepancies. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that during initial telemetry test the pulse generator exhibited "device at elective replacement indicator." The battery voltage was 2.24 v.